Event description:
A roche representative stated that the customer complained of questionable inr results for multiple patients from coaguchek xs meter serial (B)(4). Of the data provided by the customer, there was a discrepant inr result for 1 patient from the meter compared to the laboratory result with dade innovin reagent. The result from the meter was 5.6 inr. The patient's coumadin dose was withheld while waiting for the laboratory result. Within 30 minutes the result from the laboratory was 3.8 inr with venous blood. There was no allegation of an adverse event. The patient had no antiphospholipid antibodies. The patient's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 297790) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was tested with master lot strips and liquid quality control. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr) all measurements were without error messages. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.